Event description:
It was reported that the patient experienced decreased therapeutic benefit or presented with visible signs and/or symptoms of decreased therapeutic benefit. Per the health care provider the cause was device related; full catheter occlusion. The pump and catheter were replaced. As of (B)(6) 2011, the patient was reported to be doing well; no complaints. The pump was used to deliver baclofen.

Manufacturer narrative:
Catheter: model # 8709, lot # n064780025, implanted on: (B)(6) 2006, explanted on: (B)(6) 2011; (B)(4).